Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb cable became hot to touch. The customer experienced an elevated blood glucose (bg) level of 580 mg/dl. Cause was not known. Bg was addressed via manual insulin injection and mdi from assisted caregiver. The customer continued to use the pump for insulin therapy.